Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after changing the infusion set and inserting it at a new site, with blood glucose readings of 391 mg/dl and 328 mg/dl; troubleshooting and education were completed, and no device alerts or alarms were reported. Symptoms included elevated blood glucose. Outcomes included no reported long-term impact, hospitalization, or emergency interventions. Investigation included user follow-up for updated glucose information and assessment of infusion site change and technique. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no confirmed device malfunction and no identified component failure. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.